Manufacturer narrative:
Additional information was received by the customer that the ventilator was repaired by a third party service provider and the unit is back in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator generated a replace coin battery alarm. There was no patient involvement at the time of the reported condition. Technical support engineer (tse) troubleshot this issue with the customer over the phone. Customer is expected to have the unit repaired.